Event description:
Customer reported that the tubing between the pump cassette and the free flowclip was too long making it impossible to load the cassette into the horizon pump. Another set had to be obtained delaying the dopamine being administered to an ICU patient during a code. No patient injury reported.